Event description:
Port problem described as a leak. Band adjustment attempted in 2003 and no leak was discovered. Surgery scheduled for the following month. Follow up finding: leak in the tubing at or near the stainless steel tubing connector.